Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 400 mg/dl and a no delivery alarm. Troubleshooting found that the customer is able to rewind and a complete set change resolved the issue. The customer was advised to call back if further assistance is needed no further details given.